Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a cracked/damaged casing issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: unable to duplicate complaint about cracked/damaged casing in to u-groove. No visible damage to u-groove or base, test clip is able to attach. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.